Manufacturer narrative:
A pump and cylinders were received for analysis. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. Partial separations within abrasion were noted on both cylinder exhaust tubes. These were not sites of leakage. Because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Review of lot # for complaint trend, nonconforming report and CAPA review.  No trends noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available informaiton, tubing leak.